Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 249 mg/dl at the time of incident. The insulin pump will be returned for analysis.